Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that they changed out tubing a little while ago and doing it all day and blood glucose was in the range of 500mg/dl. Blood glucose value at the time of incident was 515mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also stated about having no delivery alarm which was resolved by manual prime. Insulin pump will not be returned for analysis.